Event description:
My powerchair is falling apart. Just today (B)(6) 2016 the leg rest pad fell of in front of my counselor, and she said this is the best way to deal with this chair. The other way is like "...." It is so bad a shape that it cannot be moved so I just shift it. (Repair dates estimated): (B)(6) 2014, (B)(6) 2015, unk. Please check with medicare for repair dates on chair. I use the powerchair for my legs. These pictures show the controller parts that are suppose to hold the controller to the armrest. See the bolts in the picture dated (B)(6) 2016. There are three (3) that have broken in two and half years (2 1/2). In picture 3 you see zip ties to hold the controller in place. In picture #4 you see a leg rest, it fell off on/about (B)(6) 2016. In picture #5 the broken bolt came from the top part of one of the shocks in front. Location of injury: foot. Type of injury: bruising, scratches.